Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 04oct2018. Philip's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The gauge on the external oxygen tank fluctuated during ventilation. The customer replaced the gauge and set the tank to 50 psi and ventilation resumed properly. The fse ran performance verification testing and the unit passed all testing.

Event description:
It was reported that the customer plugged the unit into an oxygen source and when the unit was turned on an "no oxygen available" error occurred. There was no patient involvement. The event date was not specified; estimate used.